Event description:
It was reported that the device was pulled from cold storage in the truck of a car and the battery voltage was not checked before performing defibrillation thresholds where two shocks were delivered. After the shocks, the battery voltage was noted to be 2.75 volts and a gray bar was noted for the remaining device longevity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935 implantable tachy lead, (B)(6) 2014. (B)(4).